Event description:
Same case as manufacturer's report# 6000089-2007-01407. It was reported that during a right superior vena cava stenting treatment procedure, stent migration occurred. The lesion being treated was a 30 mm long, non-calcified, 50% stenotic, de novo lesion located mid vessel in a non-tortuous, 12 mm diameter right superior vena cava (svc). No resistance was encountered and the lesion was not predilated. The physician inserted the wallstent rp 14 x 60mm over a 0.035"/150 cm guidewire into the svc. No guide catheter was used. The stent was not fully deployed or well apposed, therefore, the lesion was post-dilated with a smash 12x40mm/80cm balloon inflated to 7 atms for 35 seconds using a 50% contrast ratio. The balloon was fully inflated without waist. After the balloon deflation, the stent migrated to the inferior vena cava (ivc) during balloon retrieval. (The balloon was fully deflated prior to removal.) The physician used a .014" guidewire to retrieve the wallstent and pulled it back to the femoral vein where it remains implanted. No patient injuries or complications were reported. Patient status is reported as "stable." In the physician's opinion, the balloon retrieval caused the wallstent migration.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.